Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that the clamp on the unused side tube was suddenly opened during infusion of contrast medium through the main route, and the contrast medium was leaked from the powerloc. The facility requests us to inspect whether the clamp or tube is defective. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascys0124 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the clamp on the unused side tube was suddenly opened during infusion of contrast medium through the main route, and the contrast medium was leaked from the powerloc. The facility requests us to inspect whether the clamp or tube is defective. There was no reported patient injury.